Event description:
The customer's architect c4000 was out of service due to unresolved error codes. The customer did not have a backup analyzer when a patient was presented to the emergency room (ER) with signs of a cardiac arrest. The customer sent a sample out for testing to another facility and the patient was reportedly transferred to a different facility. Results were provided approximately 3.5 hours after the lab orders were given by the ER and indicated a critically high potassium result of 8.2 mmol/l (normal range 3.5 - 5.3 mmol/l). The physician was able to treat the patient, however the patient later died due to cardiac arrest. Date and time of the death have not been provided. The error codes were resolved in accordance with troubleshooting and maintenance provided in the architect system operations manual.

Manufacturer narrative:
To investigate the issue, the following information was reviewed: complaint information supplied by the customer, instrument logs, service history for architect serial number (B)(4), historical complaint data and product labeling. The customer requested service on (B)(6) 2014 due to recurrent issues with error code 6512 (optics system warning, fluctuation detected, bichromatic check). Initial troubleshooting was provided via phone conversations by both customer service on (B)(6) 2014 and a field service engineer (fse) on (B)(6) 2014. On (B)(6) 2014 an fse arrived on site and found the instrument running. The fse also noted liquid and towels on the floor around and underneath the instrument. The customer stated that leaking had begun on (B)(6) 2014 after they had fixed the issue (error code 6512). Upon inspection, the fse found the customer had removed the peristaltic head tubing and reversed its position in the high concentration (hc) waste pump housing and reconnected it using tie wraps, which is not prescribed in the architect system operations manual. The fse correctly assembled the peristaltic head tubing within the hc waste pump housing using new tubing. The fse further inspected the architect to find that the reported leak was coming from the integrated chip technology (ict) waste line tubing which had popped-off from a t-fitting connector which also receives waste from the peristaltic hc waste pump. The fse reconnected the ict waste line tubing to the t-fitting connector. When the ict waste line tubing detached, it provided an alternate fluid path which allowed the peristaltic hc waste pump to aspirate properly from nozzle #1 of the cuvette washer, resolving error code 6512. The fse continued to inspect the architect c4000 and found clogs/obstructions in the external hc waste tubing and in the waste pump fitting connector at the external waste pump. It is believed that these obstructions created back pressure which caused the ict waste line tubing to pop-off. As identified during the course of this investigation, the customer previously had reported an issue regarding their millipore water system, causing inadequate or no water being supplied to the instrument during periods of heavy use. This issue was resolved by the millipore service rep on (B)(6) 2014. Inadequate delivery of water to the system cannot be ruled out as a contributing factor to the buildup and clogging observed, which can then manifest itself in an 6512 error code. The fse cleaned the external hc waste tubing with bleach and replaced the waste pump connector, thus removing the obstructions. The fse verified the system was functioning properly, and an additional on-site visit conducted on (B)(6) 2014 confirmed no further issues had occurred. The investigation indicates the generation of error code 6512 was caused by clogs/obstructions in the peristaltic head tubing ((B)(4)), external high concentration waste tubing ((B)(4)), and waste pump fitting ((B)(4)) which prevented proper function of the cuvette washer. A historical review of the complaint and service records with regard to these three parts did not identify any trends or product issues. The architect system operations manual provides the operator information for troubleshooting the reported issue. The issue was resolved in accordance with troubleshooting and maintenance provided in the operations manual and approved css/field service labeling. Additionally, the operations manual provides the c4000 water specifications and requirements. The device performed as intended when properly maintained. Based on the investigation performed, a deficiency was not identified. With respect to the patient event details, we have made multiple attempts (7) to obtain additional details and clarify information already provided. The customer has been unwilling to provide any further information. (B)(4).

Manufacturer narrative:
(B)(4); device displays error message an evaluation is in process. A follow-up report will be submitted when the evaluation is complete. Device evaluation is in process.